Manufacturer narrative:
The hemocue glucose 201 rt system is not available on the us market. However similar devices are. The reported malfunction occurred in (B)(6). Evaluation summary: no malfunction could be found during investigation. Discrepant result could not be repeated. Additional lot number: 1005908.

Event description:
It was reported by a customer that the hemocue glucose 201 rt measured high glucose results on neonates compared with lab during an evaluation of the hemocue glucose 201 rt system. No patient impact was reported. During risk assessment of the issue it was concluded that there is a potential high risk for mistreatment or delayed treatment if the incorrect readings occur for patient testing.